Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a female patient born (B)(6) ((B)(6)) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During a right idvt case, a pericardial effusion was noticed. The injury occurred about 25 minutes into the procedure when they had performed mapping but had not performed ablation yet. The patient¿s blood pressure dropped and the pericardial effusion was confirmed by using an intracardiac echo (ice) catheter. The ice catheter was not being used previously. The medical intervention provided was a pericardiocentesis and that 360 cc¿s of fluid was removed. The physician was unsure of the reason for the pericardial effusion. It was noted that there were no high impedance readings displayed on the smartablate generator but that there were a couple of high force readings displayed on the carto 3 system that weren¿t in correlation with when the injury occurred. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event was patient condition/product. The physician believes that the patient had moved and caused a few high force readings. The patient required extended hospitalization because of the adverse event. An echocardiogram done both days in hospital which showed no obvious pericardial effusion. The generator used was a smart ablate. A transseptal puncture was not performed. The irrigated catheter flow setting was 2ml, no ablation done. The correct catheter settings were selected on the generator and no ablation was done so the pump did not have the opportunity to switch from low to high flow during ablation. No error messages, a few hi force readings were seen on the dashboard with patient movement. Force visualization features used were graph, dashboard and vector. Force high is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.